Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. Customer's blood glucose level was 490 mg/dl. The customer was correcting her blood glucose level when she received a no delivery alarm. The customer was giving herself a manual shot to bring her blood glucose level down. The infusion set had a bent cannula. The device was not returned.